Manufacturer narrative:
The insulin pump was received with critical pump error open book and unable to download due to moisture damage on the electronics assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. The insulin pump had scratched case, fading serial number label and missing the display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error from the insulin pump. The customer's blood glucose reading was 6.2 mmol/l. The customer will be sent a replacement pump. The customer will return the pump for analysis.